Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over five years since the subject device was manufactured. The error message e433 occurs, if the effective value of the output signal, which has been set for test purposes, falls below the specified limit of 130v during startup of the device, which normally indicates a low-impedance diode chain. For safety reasons, the esg-400 is then restarted. If the cause of the error persists, unlimited permanent restarts may be the consequence and the device is then no longer usable. Based on the results of the investigation, a definitive root cause could not be determined. Although the reported issue was not confirmed, it is likely the error could have occurred due to the following: 1. Disturbance of the esg-400 due to scattered electromagnetic interference fields (temporary fault). 2. The user activates the foot switch while the generator is booting up (temporary fault caused by user action). 3. A defective footswitch (temporary fault). This failure mode was addressed with a CAPA 147p-017, implemented on 30.03.2015. 4. The generator is used in combination with a defective foot switch (temporary error, defective reed contact). 5. The cable connecting the hvps and the generator board is defective (temporary or permanent fault). 6. Defective cable connection of the output signal between generator board and relay board (temporary or permanent fault). 7. Defective power transformer tr1 on the generator board (permanent fault). 8. Defective power transformer on the generator board (permanent fault) 9. Defective impedance converter on the generator board (permanent fault). 10. Defective peaks rectifier on the generator board (permanent fault). 11. Missing activation for the output stage of the generator board (permanent error). 12. Output voltage too low due to faulty switching of the hf output stage on the generator board (permanent fault). 13. Non or too low supply voltage from the hvps board (permanent error). 14. Defective hvps board due to short circuit of the mos transistors (permanent error). In such cases, popping sounds or flashes may sometimes be observed or noticed by the user. 15. Defective motherboard due to short circuit of resistor ntc1 (permanent error) 16. Defective motherboard due to defective adc (permanent error). 17. Defective tvs diodes on the relay board (permanent error). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was not confirmed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus employee reported on behalf of a customer, during preparation for use, the high frequency electrosurgical unit displayed an e433 (malfunction of the footswitch or malfunction of the generator) error. The patient was not under anesthesia. There was no report of procedural delays or patient harm associated with this event.